Event description:
It was reported that the distal tip of the burr suddenly broke. A severely calcified target lesion was located at coronary artery. During the procedure, it was reported that the distal tip of the burr suddenly broke. The diamond head is detached from the core shaft. The device was removed as a unit including rotawire and the burr together. It was then continued to prepare the lesions with balloons. There were no patient complications reported. Patient condition is stable.